Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4269 lead, implanted: (B)(6)1995. (B)(4)

Event description:
It was reported the patient developed erosion,(B)(6), and endocarditis was suspected. The device and lead were removed. The status of the products is not known. No further patient complications have been reported as a result of this event.